Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis associated with brucella melitensis. The event was manifested by nausea and abdominal pain. The cause of peritonitis was not specified. The patient was hospitalized for the event and was treated with wide-spectrum antibiotic treatment regimen consisting of vancomycin (1g intravenously every 2 days) and piperacillin-tazobactam (2.25g intravenously 4 times daily empirically). The patient was not responding to treatment and their pd catheter was removed and the patient was switched to hemodialysis. A combined therapy of rifampin (450mg/d, orally, frequency was not reported) and doxycycline (100mg orally, twice daily and frequency was not reported) was initiated as treatment for the event. It was reported that after five days of the combined treatment, the patient's symptoms improved "rapidly". At the time of this report, the patient was discharged from the hospital with instructions to continue with combined medication therapy for six weeks at the same dosage. Pd therapy was ongoing. No additional information is available.